Event description:
Customer reported he went out of town and did not take the insulin pump. Was trying to get back on the device noted it was off. Changed battery and the device alerted battery limit out, informed why alarm occurred. Cleared alarm and reprogrammed time and date. The device then alarmed low reservoir. Customer was explained the device might have been alarming while he was out of town which could have caused the device to lose battery power. Blood glucose level was 155 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.